Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the screen has image break up and becomes unresponsive intermittently. The programmer powers up and interrogates with no fault found, touch screen works as required. No errors found in the error logs. The printed circuit board (pcb) and cable were both replaces as preventative measure. The hard drive was reconfigured, reloaded, and the software was updated. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen has image break up and becomes unresponsive intermittently. The programmer was returned to service. There was no patient involvement.